Event description:
An aneurx was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approximately 70 months ago. At the time of implant, the aortic neck had a diameter of 26 mm and no thrombus present. The current vessel morphology was reported as disease progression resulting in aortic neck dilatation. It was reported that the CT demonstrated that graft had migrated 60 mm distally, resulting in a type I endoleak. At the time of migration, the aortic neck was reverse funnel shaped, 28 mm to 32 mm in diameter. The physician elected to implant a talent bifurcated stent graft and an aneurx iliac limb to successfully resolve the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - results - inherent risk of procedure (endoleak, graft migration). Patient's condition affected effectiveness of device (disease progression resulting in aortic neck dilatation). Conclusion - device failure/lack of effectiveness related to patient condition (disease progression resulting in aortic neck dilatation).